Manufacturer narrative:
Block h6: device code a040609 captures the reportable event of the shaft tip bent.

Event description:
It was reported that during a solyx sis system implant procedure, the device was advanced into the patient, however, the shaft tip was observed to be bent. The device was removed, and another solyx sis system device was used to complete the procedure and no patient complications were reported.